Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An endologix clinical specialist covered an index case on (B)(6) 2018 in which the patient was implanted with an ovation main body and three (3) iliac limbs. Immediately post-procedure, a type 1 endoleak was observed per final aortogram and the physician opted to monitor and check the patient with a 30-day follow-up angiogram. If the endoleak persists upon follow-up, a palmaz is planned to be placed in order to gain seal. The patient was asymptomatic at close of procedure.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: type ia endoleak at the conclusion of the implant procedure. The complaint is most likely procedure-related. The procedure-related harms identified was the type ia endoleak left untreated, which will be monitored in 30 days. The final patient status was reported to be asymptomatic at close to the procedure. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4). Additional information: (B)(4).